Event description:
It was reported that during a stent-assisted aneurysm embolization procedure for an unruptured saccular anterior cerebral artery aneurysm. The max diameter was 3mm and the neck diameter was 4mm. Patient blood flow and vessel tortuosity was normal. The bare axium 3d coil was found detached when the package was opened. The coil was replaced with a new coil during the operation, and the procedure was successfully completed. The devices were prepared as indicated in the instructions for use (IFU). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the axium implant coil was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within a dispenser coil and within an introducer sheath. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There was no evidence of detachment attempts found at these locations. The pushwire was found bent at ~7.8cm and bent at ~100.9cm from the proximal end; in addition, the pushwire was found to be bent within the introducer sheath at ~43.2cm from the distal end. The shield coil was found undamaged. The implant coil was found still attached to the pusher. The implant coil was found stretched and damaged within the introducer sheath with the polypropylene filament broken. Dried blood was also found within the introducer sheath (distal end), (figure k). No other anomalies were observed. Testing/analysis: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.